Event description:
It was reported that when then customer was filling the tubing of the insulin pump insulin kept filling even when the button was released, causing insulin to over flow. Customer's blood glucose level was unknown. Troubleshooting was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.